Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the explant procedure, the right ventricular lead could not be unscrewed from the implantable cardioverter defibrillator. The lead also exhibited undersensing. The device was explanted and the lead was capped. A new implantable cardioverter defibrillator system was implanted successfully. The patient was stable throughout the whole procedure.